Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user's test strip had a poor storage or/and user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 40-180mg/dl fasting. Verified test strips expiration date is 10/30/2016. Customer's test strips are being stored in the bathroom and opened vial date (B)(6) 2016. Reviewed meter memory: (B)(6). The customer is calling because when he was at the doctor's office for a visit. The noticed that when they checked his blood sugar with their handheld meter (customer doesn't know the brand) it read at 230 mg/dl and on his trueresult meter it read 167 mg/dl. The customer was told by the nurse that his trueresult meter is reading too low. The customer stated that date/time has not been setup (wrong date and time).